Manufacturer narrative:
The reported device was not received for investigation; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: "design -screw drive profile too weak to withstand insertion force/torque -guide pin hole too large, creates a thin screw wall -implant/instrument (driver, tap) designs not compatible -screw material not capable of withstanding insertion force/torque -packaging not capable of protecting screw from heat, humidity and/or forces process -contamination of raw material -molding error (ie temperature, pressure, mold) -sterilization process delivers extreme temperature/humidity -instrumentation (driver, tap) manufactured out of specification application -excessive heat, humidity and/or forces exposed during transit -use past device/packaging shelf life -excessive force/torque used -driver not fully inserted into screw -use with bent guide wire" in sum, the reported failure could not be confirmed since the device was not received at stryker endoscopy for investigation." The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the bioscrew broke at the time of application. Additional information confirmed that the anchor broke in half during insertion. Additional information confirmed that the surgery was completed successfully and the broken screw was retrieved from the patient. There were no adverse consequences or medical intervention.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the bioscrew broke at the time of application. Additional information confirmed that the anchor broke in half during insertion. Additional information confirmed that the surgery was completed successfully and the broken screw was retrieved from the patient. There were no adverse consequences or medical intervention.